Event description:
It was reported that a freestyle libre 3 plus sensor was inadvertently activated with the manufacturer¿s app rather than the ilet mobile app, which caused the sensor to be paired to another device and prevented pairing with the ilet system. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included user interview, review of use error, and troubleshooting and education on proper setup and pairing. Investigation of this case revealed device-use incompatibility due to initiation with the wrong application, consistent with a sensor already in use by another device. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing, resolved by starting a new sensor with the ilet mobile app.